Event description:
The clinician reports the implant was inserted (B)(6) 2016 in fdi 23. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with bone type iii, fair oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.